Manufacturer narrative:
Additional narrative: (B)(6). (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA device history records was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 27th january 2014, expiry date: 1st january 2024, no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a removal surgery of the pfna (proximal femoral nail antirotation) was performed on (B)(6) 2015. The surgery was conducted due to cut-out of the blade caused by excessive telescoping. The pfna was initially implanted on (B)(6) 2014. During the removal surgery, the surgeon successfully removed the blade with only an extraction screw in spite of the patient's good bony density. The surgeon did not have to use a slotted hummer to remove the blade. The surgeon commented that the pfna had been locked firmly. Therefore, the surgeon is wondering why cut-out of the blade occurred. No surgical delay was reported in the removal surgery. This report is 1 of 1 for (B)(4).